Manufacturer narrative:
B3 - date of event is approximate. The year is valid. D6a - implanted date is approximate. The year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 5 years following the implant of this transcatheter bioprosthetic valve, the patient had aortic insufficiency and aortic regurgitation symptoms with "significant" gradients, as seen on ultrasound. The team planned a valve in valve implant. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6. Eval code result product analysis: an update from review of the two media files: pre-implant hemodynamics reveal a pressure different which confirms a gradient suggesting aortic stenosis. Post-implant hemodynamics shows minimal gradient. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak and central regurgitation (including aortic) are known potential adverse effects per the device instructions for use and can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, a conclusive cause for the reported events could not be determined. High gradients can be related to valve-related factors (ex. Degeneration, thrombus, calcification, etc.) Or non-valve-related factor s (ex. Left ventricular outflow tract obstruction, patient pressures, left ventricle dysfunction, etc.). Gradients can be observed despite normal device functionality. Unfortunately, the failure mechanism of the device cannot be established, and the conclusive cause of the reported event cannot be determined. No new or unexpected device or therapy issue was identified. The event is foreseen, within expected severity, documented in risk management, and included in monitoring/trending. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 5 years following the implant of this transcatheter bioprosthetic valve, the patient had aortic insufficiency and aortic regurgitation symptoms with "significant" gradients, as seen on ultrasound. The team planned a valve in valve implant. No additional adverse patient effects were reported. Additional information was received indicating that the severity of the patient's aortic insufficiency and aortic regurgitation were mild and moderate, respectively. It was also confirmed that the patient underwent successful valve-in-valve replacement with a 26 mm non-medtronic transcatheter valve (edwards s3).

Manufacturer narrative:
Updated: b5 - added second paragraph. D6a - confirmed exact implant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 5 years following the implant of this transcatheter bioprosthetic valve, the patient had aortic insufficiency and aortic regurgitation symptoms with "significant" gradients, as seen on ultrasound. The team planned a valve in valve implant. No additional adverse patient effects were reported. Additional information was received indicating that the severity of the patient's aortic insufficiency and aortic regurgitation were mild and moderate, respectively. It was also confirmed that the patient underwent successful valve-in-valve replacement with a 26 mm non-medtronic transcatheter valve (edwards s3).

Manufacturer narrative:
Image review: two media files were provided for review. The media files show a non-medtronic valve being implanted into a previously implanted medtronic valve with aortic regurgitation. Post-implant angiogram shows no evidence of aortic regurgitation. As stated in the instructions for use (IFU), potential risks associated with the implantation of the bioprosthesis may include, but are not limited to, the following: prosthetic valve dysfunction (regurgitation or stenosis) due to fracture; bending (out-of-round configuration) of the valve frame; underexpansion of the valve frame; calcification; pannus; leaflet wear, tear, prolapse, or retraction; poor valve coaptation; suture breaks or disruption; leaks; mal-sizing (prosthesis-patient mismatch); malposition (either too high or too low)/malplacement. The patient¿s executive summary was not provided for anatomical review. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.